Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2013. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the oss poly tibial bearing fractured and was revised approximately 6 years post implantation. It is unclear how or why the fracture occurred and reporter states there is no additional information regarding the complaint.